Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he has been having issues with the insulin pump hasn't been administering insulin. The device alarms no delivery due to customer driving troubleshooting wasn't performed. Customer stated troubleshooting had previously been done. The issue has been reoccurring for four months and the device only partially deliver insulin then it alarms no delivery. The first three or four times the alarm occurred the customer changed the complete set and issues persisted. He would manually push insulin through the tubing with plunger and noticed insulin didn't exit and also had a bent cannula on the infusion set. However, last night he woke up to no delivery and blood glucose was 330 mg/dl. Customer requested the device to be replaced. He agreed to return it for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.